Event description:
The trocar was inserted and an attempt was made to blow up the balloon to help keep in place. Balloon would inflate initially but would not stay inflated. The trocar was removed and the balloon was inflated a second time to trouble shoot the device. The balloon would not stay inflated. The trocar was then given to the circulator and replaced with a new one.